Event description:
The complainant is an infection control officer at a hosp. Infection control officer told a bayer authorized sales representative that on three occasions, members of infection control officer's staff were inadvertently punctured after using a fingerstix. The complainant was contacted and a review of the event was made. Infection control officer indicated that two of the three events occurred late last year and one the week of 2/14/00. In all cases, the lancet separated from the end cap and an employee was accidentally stuck. In one case, the user of the fingerstix mishandled the device and infection control officer believes this contributed to the accidental stick. A review of what lot number of fingerstix could have been in place at the time of the event was conducted. The complainant indicated that infection control officer could not determine with any degree of accuracy what lot numbers may have been in place since these items are not lot traced at the hosp. Therefore, investigation into this matter is not practical.